Manufacturer narrative:
Pump passed seat, rewind, and occlusion tests. Pump had no audio tone due to broken transducer wire.

Event description:
Customer reported pump having no audio. Troubleshooting was performed and pump returned for analysis.